Event description:
Medtronic received information that during use of a Fusion oxygenator the customer reported that in order to stabilize/lower CO2 in the patient they had to put 3x as much air as typically used, this was unsuccessful. As soon as the patient was connected to the ventilator the customer was able to stabilize CO2. The device was used until the end of the procedure, only the amount of sweep flow was increased. There was no adverse patient effect associated with this event. Additional information: The customer increased air inlet to try to stabilize CO2 Medtronic received additional information that the drugs used are the usual ones in CEC: physiological solution, 6% haes, mannitol, albumin, sodium bicarbonate and heparin; In addition to KCl, magnesium sulfate, 2% simple xylocaine, calcium gluconate. As soon as the patient was connected to the mechanical ventilator at the end of CPB, the customer was able to stabilize CO2.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.